Event description:
The patient reported that subsequent to the implant of a protegen sling, patient experienced abdominal pain, vaginal erosion, infection in the sling area "and/or other physical complications". It is not known whether the device remains in the patient. The device was not returned for evaluation. Therefore, no failure analysis is available. Company's directions for use outline as potential complications: "tissue erosion...infection...".